Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported the ins was at an uncomfortable location and asked to be repositioned.  Pocket was revised and moved lower. The issue was resolved.